Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the adc device for more than 2 hours. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿nervousness¿, dizziness, weakness, dry mouth, and a loss of consciousness. The customer further reported she was able to regain consciousness on her own and contacted the pharmacist but no medical intervention or treatment was taken for the reported issue. No additional information was reported. There was no report of death or permanent injury associated with this event.